Manufacturer narrative:
(B)(4). Additional information received: what type of procedure was the device used in? - mucosal resection of hemorrhoids. What confirmation was received that the device was fully fired? -the firing trigger could not be compressed anymore. Was the staple line complete? -no. Did the device cut? -yes. Was the cut line fully circumferential around the target tissue? -yes. If the device fully cut, were all tissue layers present in both donuts when inspected? -yes.

Manufacturer narrative:
(B)(4). Batch # m9050w.

Event description:
It was reported that during an unknown procedure; after the device fired, four or five staples were irregular. Hand sewing was used to repair the anastomosis. There were no adverse patient consequences reported. The device has been discarded.